Event description:
The customer reported that monitoring began to fail towards the end of a case on a c700 after a perseus had malfunctioned and rebooted earlier on. The ECG and spo2 data was not displaying, and the m540 was swapped out with another one, and the monitoring was restored. There was no reported adverse patient impact.

Manufacturer narrative:
The customer reported that the electrocardiogram (ECG) and blood oxygen (spo2) stopped displaying on the infinity acute care system (iacs) c700 cockpit and m540 monitor towards the end of the case. The nurses had replaced the m540 with another one and everything was restored. Additional information obtained by the customer through investigation clarified that the patient was not under surgery, but that the treatment was allegedly delayed while they replaced the m540 for a few minutes. The customer added that the data had been missing from both the m540 and the cockpit. Draeger requested m540 logs for evaluation, but the customer stated that the m540 logs were unavailable. Since the m540 logs were not provided the root cause could not be determined. The customer did not provide any details regarding the delay in treatment upon request. If the parameters could not be displayed by the device, the parameter box will display asterisk.

Event description:
The customer reported that monitoring began to fail towards the end of a case on a c700 after a perseus had malfunctioned and rebooted earlier on. The ECG and spo2 data was not displaying, and the m540 was swapped out with another one, and the monitoring was restored. There was no reported adverse patient impact.